Manufacturer narrative:
Additional information was provided in h.3., h.6. And h.11. A sample was not received at investigation site for evaluation for the report of bounce back; therefore, the condition of the product could not be verified. No lot number was identified with this complaint; therefore, a device history record review could not be conducted. A sample was not received at the investigation site and no lot information is available, therefore, the root cause for the customer complaint issue cannot be determined. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is:(B)(4).

Event description:
A non-healthcare professional reported that following a glaucoma shunt implant procedure, the stent seemed to have been placed well. However, when it was advanced, it appeared to "bounce back" slightly. The decision was made to leave it as the stent seemed adequately advanced. On postoperative day one, the stent was visible at the slit lamp without gonioscopy and was protruding from the beginning of the first window. There was no notable contact with the iris or cornea, and the patient otherwise appeared stable, with an intraocular pressure (iop) of 7 mmhg. Additional information has been requested.